Event description:
On (B)(6) 2011, the pt underwent repair of an abdominal aortic aneurysm and was implanted with two gore excluder aaa endoprostheses. On (B)(6) 2011, the pt presented with severe pain in the left leg. A computed tomography revealed that the proximal portion of the gore excluder aaa endoprosthesis featuring c3 collapsed, as well as the distal left portion (ipsilateral) side of the device. This caused blood flow to be occluded. There was also a proximal type I endoleak. On (B)(6) 2011, the pt underwent a reintervention where the distal portion of the device was reballooned. The proximal portion was reballooned and a palmaz stent was implanted. Blood flow was restored and the pt tolerated the procedure. The cause of the collapse is unk.